Event description:
The dentist alleged that after correct plus was used on one (1) patient with full maxillary crowns on (B)(6) 2012, the plastic tray was difficult to remove from the patient's mouth. The patient left the office, but returned the following monday on (B)(6) 2012 due to neck pain.

Manufacturer narrative:
The dentist presumed that the patient had a "whiplash" injury and recommended heat, massage, stretch, and cold as therapy for the patient. The patient took a previously prescribed prescription pain reliever. The patient stated he is feeling better at this time.